Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/fmc cassette malfunction or product deficiency. Peritonitis is well-known complication in patients on peritoneal dialysis. Due to insufficient information, it cannot be determined what caused the patient¿s peritonitis event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During medical record review for a it a patient on peritoneal dialysis (pd) it was discovered that the patient was diagnosed with peritonitis on an unknown date and as a result was switched to hemodialysis. During follow-up with the patient¿s pd nurse, no further information could be attained. The nurse indicated the pd clinic did not have any knowledge of the event. There were no reported allegations of a liberty cycler/ fmc cassette product deficiency or malfunction related to the peritonitis event.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.